Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in multiple inappropriate shocks. This patient was noted to have been hospitalized. This device was then reprogrammed and remains in service. No additional adverse patient effects were reported.